Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a vibratory alert. Upon review, non-sustained right ventricular oversensing episodes had been stored on the device. The source of the noise on the right ventricular lead could not be determined, and all measurements were stable and in-range. There were no patient consequences from the oversensing, and no intervention was performed as this was considered an isolated incident. The doctor discussed a follow-up, and will continue to monitor the patient.